Event description:
It was reported in the article "adverse facial edema associated with off-label use of recombinant human bone morphogenetic protein-2 in cranial reconstruction for craniosynostosis" [j neurosurgery pediatrics volume 1 march 2008 255-257] that a boy underwent anterior cranial vault reconstruction surgery to treat previously uncorrected metopic synostosis using rhbmp-2/acs. During the index procedure, the pt underwent bi-frontal craniotomy during which the frontal bone flap and frontoorbital bandeau were reconstructed into a normal-appearing shape using delta resorbable plating system (stryker). Once remaining reconstructive elements of the procedure were completed, the posterior aspect of the skull behind the frontal bone grafts was noted to have a gap measuring approx 1.5 cm in width. Two strips of rhbmp-2/acs "were sutured into the position within the bone gap to stimulate osteosynthesis." Post-operatively, the pt initially exhibited the normal amount of associated scalp, periorbital, and facial edema that is expected in the first 24 hours. The pt reportedly demonstrated a progressive and unusual amount of swelling that extended beyond the expected period. No fever, erythema, discharge or breakdown was noted. The edema extended inferiorly to the periorbital region, across the face, and down the pt's anterior cervical region without evidence of airway compromise. Tapering oral corticosteroids were administered for one week, with dramatic improvement in swelling. The pt was discharged home on pod 7. Following completion of the oral corticosteroid regimen, the pt had recurrence of scalp and facial edema. The pt was re-admitted pod 10, and the rhbmp-2/acs was explanted. The surgical wound was copiously irrigated and the wound was re-sutured without replacement of any bone grafting material. During the revision, no purulence or fluid sequestration was observed, but there was significant inflammation and tissue edema localized to the area immediately surrounding the rhbmp-2/acs. There was dramatic improvement in swelling following implant removal, and by pod 3 the swelling had completely resolved. The pt was discharged home on pod 5, and post-operative follow-up demonstrated no further complications related to swelling.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.